Event description:
It was reported that the patient needed to have the leads replaced because they had come loose. It was noted that this started over a year ago.

Manufacturer narrative:
Concomitant medical products: product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).